Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed to stay closed. The field service engineer (fse) replaced the inseparable component on the full height drawer, performed testing using the hardware test application (hta), and all tests passed. The station was rebooted, and the customer performed recovery and inventory of the full height drawer, after which the drawer was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer failed to stay closed, sensor magnet on drawer 4 in the main fell off and needed to be replaced. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.